Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available the manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported that the handpiece had poor phaco power and excessive heat before a surgical procedure. The handpiece was exchanged to initiate and perform the surgery. There was no patient harm.

Manufacturer narrative:
No further information was able to be obtained from this customer. However, the handpiece was returned for evaluation. The phaco was manufactured on march 30, 2016. Based on qa assessment, the product met specifications at the time of release. The handpiece was received for evaluation. A visual assessment of the returned sample found a discolored end cap. The handpiece was connected to a calibrated system. The handpiece tuned successfully and completed a five minute burn-in test with the system set at 100% ultrasonic and torsional power. The temperature of the handpiece was measured to be within specifications after running for one minute. The handpiece was connected to dynamic tuning fixture (dtf) for stroke length testing on the longitudinal and torsional movements which found the handpiece to meet specifications. The handpiece was found to meet specifications. Therefore, the root cause of the reported event cannot be determined conclusively. (B)(4).

Manufacturer narrative:
The customer reported that phaco handpiece experienced low phaco power and excessive heat. The surgeon reported that it was difficult to hold the handpiece for more than 30 seconds. The surgery was completed using a different handpiece. There was no reported patient harm. The phaco handpiece was manufactured on march 30, 2016. Based on qa assessment, the product met specifications at the time of release. A review of complaints for the last 24 months did not indicate any additional related reports for this phaco handpiece serial number. The root cause of the reported event could not be determined. (B)(4).